Event description:
Brake failure. Casters rolled at 32lbs of force. Brake holding spec is 50lbs. Bed had recall brake kit installed 9/2008.

Event description:
Brake failure. Casters rolled at 32lbs of force. Brake holding spec is 50lbs. Bed had recall brake kit installed 9/2008.